Event description:
Patient started tpn on 04/20/2006 through early 04/25/2006. Turned of tpn on 04/25/2006 due to the patient's neck swelling slightly. The patient's neck was swelled prior to the CT scan taking place. The doctor ordered the CT scan to be done quickly. The CT scan was done without tip verification even knowing that the patient's neck was swelling. The CT scan caused an extravasation in the patient's neck, which caused severe swelling. The patient was in the ICU with his neck returning to normal size.